Event description:
Additional review indicated that the following information previously reported in manufacturer report #3007566237-2012-02295 applies to this event. After replacement lead impedance was measured. It was confirmed there was a short circuit in the first and second electrodes. After the device was set as the first setting therapy impedance was measured and high current was confirmed. After replacement it was confirmed that therapy impedance was 2096 ohms and current value was 1.466. It was noted the patient would continue to be followed up with.

Manufacturer narrative:
Product ID: 3387-28, lot# v367295, product type: lead. Product ID: 748251, lot# nhu204055v, product type: extension. (B)(4).